Manufacturer narrative:
Returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. There is buckling to the middle sheath 4mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack are still in the manufactured position. The stent is not inside the sheath and appears to be missing. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported that shaft break and premature deployment occurred. The patient was being treated for renal stenosis. After placing a 6.5 non-boston scientific guiding sheath, a 7 x 20 x 130 innova vascular stent was advanced for treatment. However, during introduction, the device fractured inside the patient and the stent prematurely deployed in the sheath. The stent was snared, and another 7 x 20 x 130 innova vascular stent was successfully advanced in a larger sheath. The procedure was completed. No patient complications were reported.

Event description:
It was reported that shaft break and premature deployment occurred. The patient was being treated for renal stenosis. After placing a 6.5 non-boston scientific guiding sheath, a 7 x 20 x 130 innova vascular stent was advanced for treatment. However, during introduction, the device fractured inside the patient and the stent prematurely deployed in the sheath. The stent was snared, and another 7 x 20 x 130 innova vascular stent was successfully advanced in a larger sheath. The procedure was completed. No patient complications were reported.